Event description:
The physician assistant attempted to use the vasoview in the patient to harvest veins but the adapter was leaking and not allowing the carbon dioxide to flow through. This affected the view and the physician assistant could not see the veins. The staff opened an accessory kit and retrieved and utilized a new adapter. The new adaptor did not leak and worked fine and the physician assistant continued with harvesting the veins for the procedure.